Event description:
It was reported that the health care professional (hcp) was concerned that there was loss of capture (loc) on one atrial paced beat. It was noted that there was a deflection after the paced beat and a ventricular signal on the atrial channel that was not sensed. Technical services (ts) reviewed the report and stated that they could not determine the reason for the deflection and could not confirm or deny loc with one beat. The lead remains in use. No adverse patient effects were reported.